Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh explantation on (B)(6) 2011 due to intractable pelvic pain and recurrent mixed incontinence with urinary obstructive symptoms. Additionally, the patient underwent abdominal sacral colpopexy and burch colposuspension on (B)(6) 2011 due to vaginal vault prolapsed and stress urinary incontinence. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient experienced sui, rectocele, enterocele and underwent placement of mid urethral sling with cystoscopy, rectocele and enterocele repair on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and meshes were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and alyte y-mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.